Manufacturer narrative:
A DHR review cannot be completed as lot information was not provided due to the packaging being discarded. Additional investigation cannot be completed as the device was not returned. Lucira health will continue to monitor trends related to false positive results. A root cause cannot be determined at this time, as investigation cannot be completed. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having a false positive result. Complainant performed additional two different pcr tests with negative results.